Manufacturer narrative:
There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as a baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. DHR review was completed for the lot in question, and it was confirmed that all devices met relevant requirements prior to release.

Event description:
A case of pericardial effusion was reported in a mitraclip procedure where the versacross transseptal sheath and the versacross rf wire were used among other devices including the supracore wire (abbott). A 3mm cut was located between the right atrium and the superior vena cava. Pericardiocentesis was performed to drain the effusion and the procedure was aborted. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as a baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross transseptal sheath with the report number 9710452-2021-0023.